Event description:
Event description guidant received information that this implantable ventricular lead had a loss of capture at maximum outputs. The sensing threshold values were unacceptable in both bipolar and unipolar modes.